Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, and expiration date unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while prepping for a biopsy procedure the biopsy needle was obstructed. No further details regarding the damage, or how it occurred, were provided. The surgeon was able to continue the procedure with a different needle. The surgeon completed the procedure with the use of the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned needle found that the reported event was related to a physical damage issue. The passive biopsy needle outer cannula was inspected. No obstruction was visually evident. The inner cannula was used to physically check for obstructions in the outer cannula inside diameter (ID) by inserting the inner cannula into the outer cannula's entire length. The inner cannula was rotated up and down the entire length of the outer cannula. No obstruction found. The inner cannula was visually inspected and the cutting window at the tip of needle was not obstructed. Note: the inner cutting window physically cuts and removes the portion of the tumor. Compressed air was used to check the inner cannula ID for physical obstructions. This inspection detected an obstruction in the inner cannula ID. The physical obstruction was confirmed using a length of stainless steel safety wire inserted through the cutting window up through the inner cannula. The metal obstruction in the inner cannula was located at the inner cannula opening on the overmolded hub side. Visual inspection with enhanced lighting revealed a piece of metal lodged inside the inner cannula. The piece of wire could not be dislodged. An obstruction in the inner cannula ID on the overmolded hub side does not affect the functionality of the passive biopsy needle kit. Supplier engineering was notified of these findings. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: issue was discussed with supplier quality engineering anthony han. Sqe decided that since the wire location did not affect the functionality of the passive biopsy needle, returning the part for supplier evaluation was not required.